Event description:
It was reported that the patient received inappropriate therapy due to nonphysiologic oversensing, and the short interval count increased. The patient also suffered long periods of asystole due to inappropriate inhibition. It was further reported that the right ventricular pacing impedance fluctuated between 500-1100 ohms, the high voltage impedances decreased from greater than 50 ohms to 39 ohms, and threshold was unstable. A new pace/sense lead was placed. No further patient complications have been reported as a result of this event.